Manufacturer narrative:
Unable to prime during prime alarm tests and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor resister. Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.

Event description:
Customer reported the insulin pump was not administering any insulin. Customer's blood glucose was 179 mg/dl. Customer symptoms for high blood glucose were headaches. The drive support cap was normal. Customer reported the piston on the device was not moving. The device had a motor anomaly. Customer declined further troubleshooting.